Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient's lead 0-7 showed all contacts as >10 ,000 ohms. The patient indicated to the reporting manufacturer representative that a few months back they met with another manufacturer representative when they were traveling for business and group c was programmed. The patient had been using that. The reporting manufacturer representative stated that on (B)(6) 2016 program 2 from both group a and group b were eliminated because they were using the 0-7 lead. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.